Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator replacement procedure, the pulse generator exhibited loss of output. The patient became asystolic and cardiopulmonary resuscitation was initiated to stabilize the patient. The device was explanted and replaced. The patient was stable post procedure.